Event description:
It was reported that the customer's insulin pump had been exposed to moisture. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and broken off end cap noted during visual inspection. No button response due to open connector on lcd board. No button error alarms noted. Moisture damage was noted electronic. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).